Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was seen by his physician due to oozing at his scs ipg incision site. The physician indicated the discharge was from the healing incision site due to a possible popped subcutaneous stitch. The dr cleaned the area of the incision and prescribed a prophylactic antibiotic as a precautionary measure. The patient was seen at the dr's follow up and the wound was reportedly healing well. In addition, no more antibiotics prescribed and no further intervention planned.